Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2010-00512 and 9616099-2010-00513.

Manufacturer narrative:
A review of the manufacturing documentation associated with the lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15099962 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the (B)(4) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2010-00512 and 9616099-2010-00513.

Event description:
Carotid angiography revealed a 99% ulcerative stenosis in the left internal carotid artery. The external carotid was wired and a cook shuttle sheath was placed into the left common carotid artery. The filter wire was placed into the mid internal carotid artery. The left internal carotid was predilated with a 4.0/30 mm balloon. A 7.0 angioguard filter device for distal protection was deployed. A 8.0/30 mm precise stent was then deployed from the left internal carotid artery into the common carotid. The stent was post dilated with a 5.5 mm balloon. The left carotid became 100% totally occluded with a stagnant column of contrast below the filter due to embolization material packed inside the filter. Pronto thrombectomy was performed x2 with a large amount of embolic and plaque material removed. The filter itself was then removed with a large amount of plaque noted in the filter as well. During this period of the carotid being totally occluded the patient had transient right hemiparesis and asphagia which improved dramatically, 95% by the time she left the cath lab. She was seen by(B)(6) post procedure and then went to cat scan. Immediately following the procedure she was awake, alert oriented. Her speech was mildly slurred. She had mild facial droop. Other cranial nerves are intact. All symptoms had resolved completely by the next morning.